Manufacturer narrative:
Device was received with no button response due to flattened act button dome switch (no creased). Inspected lcd connector and no unlocked connector noted.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was unknown. Troubleshooting for keypad anomaly was performed. Customer advised the act button was unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.